Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient said it takes a long time to charge the ins from 60-100 percent. Patient said it takes 45 mins. Patient charges with stimulation on. Patient said they have a good or excellent connection and with the slightest movement the recharger loses connection and stops charging. Patient said they have the recharger set to the highest charging speed. Patient said the communicator connects with no issues. Reviewed recharger device function and communicator function. Reviewed possibility of charging more often for a shorter time. Agent did not ask about the circumstances that led to the reported issue.